Event description:
Customer's son reported via phone call that the insulin pump has physical damage. It was stated that there are cracks in the reservoir compartment and scratches on the screen. Customer smelled insulin near the cracks in the reservoir compartment and stated that the display is a little hard to see. Customer had to use a flashlight to read the display. Blood glucose value was 287 mg/dl; treated with a bolus and it went town to 142 mg/dl. It was stated that damage was just due to wear and tear. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.